Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during the past two nights while using the ilet, with a lowest blood glucose of 65 mg/dl for approximately 30 minutes and device low glucose alerts provided; the user recently started a new medication reported to alter insulin sensitivity and asked about adjusting target ranges, with education provided that clinical approval would be required. Symptoms included hypoglycemia without loss of consciousness. Outcomes included self-treatment with oral glucose and food, no assistance required, and no medical intervention or hospitalization. Investigation included product-use troubleshooting and user education. Investigation of this case revealed no device malfunction reported, device alerts functioned as designed, and the event was consistent with hypoglycemia of unclear cause in the context of a medication change that may affect insulin sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.